Event description:
It was reported that the intellivue multi measurement server x2 that alarm sound does not work anymore. The device was not in use at the time of the reported event and no patient harm or adverse event was reported.

Manufacturer narrative:
The customer received remote application assistance from a remote support engineer (rse) who found that the speaker assembly was defective and needed to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was the speaker assembly. The reported problem was confirmed. The customer was provided with a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).